Event description:
It was reported that the patient was unable to charge the spinal cord stimulation (scs) implantable pulse generator (ipg) following a non-device-related spinal fusion. Troubleshooting was attempted; however, the event did not resolve. The patient also wanted to upgrade the ipg and, therefore, underwent an ipg replacement procedure. Postoperatively, the patient was recovering as expected.